Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 1037007-2020-00015. The referenced device was returned to the OEM for evaluation, the unit needed software and hardware updates, also a product label upgrade. The reported "touch panel did not respond and user could not raise or lower the output" was duplicated and indicated that the touchscreen was out of calibration due to use. The original equipment manufacturer (OEM), performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause has been determined to be due to the use of the console by the customer. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The cause of the reported event cannot be determined at this time as the investigation is ongoing. However, if additional information becomes available or if the referenced multidebrider power console is returned at a later date, this report will be supplemented accordingly.

Event description:
The manufacturer was informed that during an in-house training, the touch screen display of the asset multidebrider power console became unresponsive when the bipolar disposables were replaced as it did not respond when raising or lowering the output power. It was noted that when the actual product arrived, the multidebrider power console functioned appropriately. There was no injury reported.